Manufacturer narrative:
Two physicians were reported for this event: dr. (B)(6). (B)(4) basket wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis of the returned optiflex nitinol retrieval basket revealed that the sheath was bent and kinked in several locations along the working length. The basket was able to extend and all basket wires were present and attached. Additionally, the basket wires were bent/kinked and three of the basket wires were broken. One of the broken wires had a missing fragment. The broken ends of the basket wire were examined under magnification and appeared to be broken under stress. There is no evidence to indicate that the basket was contacted by a laser. The device was disassembled and the wire subassembly was found to have broken off from inside the pinch vise. A functional evaluation was also performed. The thumbwheel was able to move freely, and the pinch vise turned freely. It was not possible to determine the amount of force applied to the basket and basket wire s/a that caused the breakage. During manufacturing, the devices are 100% inspected for functionality/integrity. Therefore, taking into consideration these factors and the analysis performed on the returned device, the most probable root cause is "operational context." The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an optiflex stone retrieval basket was used during a flexible ureteroscopic stone retrieval (urs) procedure performed in the kidney on (B)(6) 2015. According to the complainant, during the procedure, one of the basket wires broke and was left in the patient's kidney. A second flexible urs was performed on (B)(6) 2015 and the detached piece of the broken wire was successfully removed from the patient using forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an optiflex¿ stone retrieval basket was used during a flexible ureteroscopic stone retrieval (urs) procedure performed in the kidney on (B)(6) 2015. According to the complainant, during the procedure, one of the basket wires broke and was left in the patient¿s kidney. A second flexible urs was performed on (B)(6) 2015 and the detached piece of the broken wire was successfully removed from the patient using forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.